Event description:
The therapist indicated that the device is causing blisters on patients. The therapist would not indicate the number of patients, the nature of the blistering or the treatment parameters.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 4, 5, 6, &7), use the same output circuitry involved in the generation and delivery of stimulation. See figure 2 and 3. Unit passed all tests conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery of electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Patient skin preparation or electrode placement can contribute to the reported incident. Output power at 2, 5 and 10w's were within specifications. The unit meets all manufactures specifications.